Manufacturer narrative:
The complaint on the d1000 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received. E1 - contact phone number - (B)(6).

Event description:
Gcm received an email from account manager infusion & vascular access of ICU medical on 24-jan-2024. The information was obtained from (B)(6) a head nurse of (B)(6). The product involved is tego¿ connector with list number d1000 with lot number 13822697. The reporter stated that ¿cracks at the insertion of the syringe.¿ the problem of the product occurred on 20-jan-2024. The status of the product at time of event was sometimes during dialysis, and sometimes before start of the second dialysis. The number of involved problematic devices was more than 20. The length of time device in use was 1 or 2 dialyses. The type of procedure was dialysis. The event was not detected prior to direct patient use. There was no serious injury, no blood loss, no unprotected chemo exposure and no med/surg intervention required. There was adverse operator consequences. The device was changed out/replaced with no further problems encountered. There was involved device(s) available to be tested. Same lot device samples is available and there was mating device(s) available to be tested. The additional incident information was suddenly no flow or high back pressure during dialysis through the dialysis machine before starting dialysis with syringe. There was patient involvement, delay in critical therapy and unknown patient harm. Mlsabandal 24-jan-2024 update: in clarification to the above entry, the status of the product at time of event was sometimes during dialysis. Mlsabandal 26-jan-2024 update: gcm received additional information from (B)(6) a head nurse of (B)(6) through account manager infusion & vascular access of ICU medical on 29-jan-2024 via email. The reporter stated that, the medication involved in the event was as lock citrate 4%. The product was stored in dry, heated building. The medication was not a chemo. There was no patient harm noted. Mlsabandal 05-feb-2024